Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified creases fold, extended opening on radius, and yellow particles in the gel. Weight measurement of the device identified device was underweight. Microscopic analysis was performed which identified a sharp crease opening on radius and stress marks. Based on the device analysis the final assessment was a sharp crease opening on radius assessed as fold flaw opening .

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.